Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb, ratchet gear, and ratchet set screw were damaged. The comb, gear, and set screw was replaced and resolved the reported issue. Device has not been returned for regular pm. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during kit inspection the device was found to have a dented comb. No adverse events were reported as a result of this malfunction.